Event description:
During a urology surgical procedure, provider was utilizing the capio surgical suture when the arrow from the capio needle was missing. X-ray identified arrow, however efforts to retrieve arrow were unsuccessful.